Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2011-00019 and 2210968-2011-00021. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a vaginal hysterectomy procedure on (B)(6) 2010 and suture was used. While suturing the uterus the needle broke. Another like device was used with no adverse patient consequences.